Event description:
On (B)(6) 2014, the patient reported she woke up on (B)(6) 2014 with elevated blood glucose levels in the upper 400's mg/dl. The patient stated that her infusion device displayed 470-500 units of insulin per hour. She attempted to turn the device off, but the buttons would not respond. She was eventually able to place the device in stop mode. The patient's neighbor drove her to the emergency room where her blood glucose level was around 500 mg/dl. The patient received three injections at the hospital, it was not specified what the injections contained. She was able to return home when her blood glucose level reached 255 mg/dl. The patient blamed the infusion device on her elevated blood glucose levels. The patient declined to troubleshoot. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.